Event description:
A pt was admitted to a medical/surgical unit for abdominal pain. Dilaudid pca utilized for pain control. During the shift, nurse noted pca pump giving an injection without patient pushing button. Pca pump exchanged and previous pump returned to pharmacy for investigation of incident/ malfunction. Patient did not experience any adverse effect. Physician notified. IV and pca discontinued. Patient discharged to home.